Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 214285032, was returned and analyzed. There were no anomalies found. The reported skiving issue was not confirmed; however, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, the needle was unable to pass through the competitors sheath. The needle was scratching inside the dilator. The needle was replaced. No patient complications have been reported as a result of this event.